Manufacturer narrative:
(B)(4). The complainant indicated that the device was not saved and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 1, 2020 that a flexiva 200 tractip laser fiber was used in a flexible bronchoscopy with biopsy procedure in the right main stem bronchus performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis vpps 60 laser console with a laser settings of 5 watts average power and 96 joules. According to the complainant, during the procedure, while under general anesthesia, a tissue sample was obtained and the patient developed bleeding. The laser fiber was used to cauterize the bleeding of the tumor. The anesthesia decreased the oxygen to 21 % and the laser was used. There was a small spark of the tissue and a piece of tissue appeared to be heated and it slowly melted the distal end of the bronchoscope. Large cold saline was injected and the bronchoscope was removed. A new bronchoscope was inserted and there were no airway damage. The area was irrigated and the procedure was completed successfully. The patient was transferred to the ICU for overnight monitoring. The patient was discharged from the hospital on (B)(6) 2020.